Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material clogging the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. The device was returned to olympus for evaluation and the evaluation found the reportable malfunction identified in b5: the air/water nozzle was clogged by foreign material. The following is a summary of information received through follow-up with the customer regarding reprocessing of the device: the foreign material adhered to the endoscope on january 5, 2024. The customer did not have any idea what the foreign material was. There was no delay in the start of precleaning. It was unsure if the customer aspirated the water through the instrument/suction channel. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges. The instrument channel, instrument channel port, and suction cylinder were brushed. The customer had no other concerns about the reprocessing. The scope passed manual leak test. The scope was manually cleaned. Failed in the washer and then was sent out to be sterilized before being sent to olympus. While the foreign material in the air/water nozzle could be confirmed, the material could not be identified. A root cause could not be determined for why the foreign material remained in the device. The suggested event is detectable/preventable by handling the device in accordance with the following IFU (instructions for use). IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). The following non-reportable malfunctions were found during the device evaluation: the distal end plastic cover had chips and scratches, the adhesive on the bending section cover was cracked, air/water supply had intermittent air/water flow which was okay after nozzle was removed, and there was minor play on right/left knob. Olympus will continue to monitor field performance for this device.